Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the customer started a secondary medication (ceftriaxone) with primary saline infusion on a patient using alaris large volume pump (lvp) modules. When looking at the chamber, it seemed to be running too fast (drip rate looked fast). The channel was paused, and medication was running through but they noticed drips in the chamber kept going. The medication was clamped and they switched the medication to a different channel on the same alaris pc unit. The medication was started in new channel but they witnessed same fast drip rate. The lvp gave a red alarm for "channel error". The medication was clamped, disconnected from the patient, and removed from the pump. After contact with clinical consultants, it was noted that the medication was yellow and there was visible discoloration in the primary bag. There was patient involvement but no harm.

Manufacturer narrative:
Omit: concomitant med prod data (8100), c20 - no findings available, d15 - cause not established. Correction: describe event or problem, FDA notified? Additional information: report source, imdrf annex a, g, b, c, d codes, related report number grid and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the customer started a secondary medication (ceftriaxone) with primary saline infusion on a patient using alaris large volume pump (lvp) modules. When looking at the chamber, it seemed to be running too fast (drip rate looked fast). The channel was paused, and medication was running through but they noticed drips in the chamber kept going. The medication was clamped and they switched the medication to a different channel on the same alaris pc unit. The medication was started in new channel but they witnessed same fast drip rate. The lvp gave a red alarm for "channel error". The medication was clamped, disconnected from the patient, and removed from the pump. After contact with clinical consultants, it was noted that the medication was yellow and there was visible discoloration in the primary bag (indicating tubing failure/backflow check valve failure). There was patient involvement but no harm. A copy of the medwatch report from FDA was received, which states, ¿user started secondary medication (ceftriaxone) on patient through alaris pump. User observed drip chamber seemed to be running too fast. User paused channel medication but noticed drips in chamber kept going. User switched to a difference alaris channel but noticed the same fast drip rate. Medication clamped, disconnected from patient, removed from pump. Biomedical engineering completed full rate accuracy testing on the involved channels and all results were within accurate range. Biomedical engineering has also completed full physical testing of the pcu and lvp channels, validating that all keys operate as expected. The rates in the attached data log report also show accurate calculation based on time and volume infused. Lvp channel #1 did come to us with an error message indicating that the upper pressure sensor is broken and requires repair by biomed. This error message does not allow the programmed infusion on the pump channel to run if it occurs on the unit with a clinical user. Biomedical engineering also observed the primary bag (saline) was slightly yellow-ish color. Biomedical engineering consulted with vendor bd carefusion who recommended checking the tubing set. Biomed ran tests specified by bd and determined the tubing set had a check valve error. A defective check valve can result in backflow from medication bag into primary saline bag; testing showed this occurring. Bd confirmed this testing result indicated check valve error on tubing set; recommended hospital to still send tubing set into vendor for additional testing."